Event description:
It was reported that revision surgery was performed due to possible impingement. The acetabular cup remains implanted. The surgeon reportedly stated that the hip did not seem to have any apparent tissue damage, but that the hip seemed stiff and there may have been femoral stress and possible avascular necrosis.